Manufacturer narrative:
(B)(4). Upon further review of the complaint information, and per the recent medical re-assessment, it has been determined that the cause of patient death in this report was due to cardiac failure, due to a past medical history of the same cardiac issues and was not caused by a malfunction of a baxter device.

Manufacturer narrative:
(B)(4). The device involved in this report and its availability for evaluation are unknown. As a result, a 510k number will not be provided in the emdr. The root cause investigation is in progress. Should any additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, a nurse contacted baxter (B)(4) and reported that the home patient's (hp) family informed her of the hp's passing away that day. There was no allegation of device malfunction. On (B)(6) 2011, a follow up report from the nurse stated that the hp's cause of death was due to cardiac failure. The nurse stated that the hp's death was not related to peritoneal dialysis therapy as the hp's heart function had deteriorated due to underlying heart disease.